Event description:
Same case as 2134265-2010-00604 and 2134265-2010-00653. It was reported that post-coronary drug eluting stenting treatment procedure, a total occlusion occurred. During the index procedure, the patient had three stents implanted; a taxus liberte' atom 2.25x12mm stent in the distal obtuse marginal (om), a taxus liberte' 2.5x20mm stent in the proximal om and a taxus liberte' 3.0x16mm stent in the mid circumflex (cx). The sent were implanted with gaps and none were overlapping. No patient complications were reported during the index procedure. Seven days post-procedure, the patient presented with a non-stemi (st elevated myocardial infarction) situation. Upon angiogram, it was observed the taxus liberte' 2.5x20mm stent in the proximal om was completely occluded. The physician used a non-bsc guide wire in the cx and a non-bsc guide wire in the om. A maverick 2.0x20mm balloon was inflated several times in the cx. Then a non-bsc 2.0x12mm balloon was used in the distal om. Kissing balloon technique was used with the two balloons at the bifurcation of the om and cx. Flow was re-established and a taxus atom 2.25x16mm stent was implanted in the distal om, just distal to the first stent implant. No further patient complications were reported and the patient status is "fine".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).